Event description:
It was reported that there was a connection issue between a peritoneal dialysis (pd) transfer set and ultra set disposable disconnect y-sets. The event was further described as ¿will not connect securely¿. This was observed during draining of pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.